Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, and 80% stenosed mid right coronary artery. Pre-dilatation was performed with a 2.25 x 15 mm unknown balloon at 8 atmospheres. A 2.5 x 18 mm xience v was advanced; however, it would not cross the lesion and the hypotube separated. The separated portion was removed with the guiding catheter. A second 2.5 x 18 mm xience v was used to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. The returned device revealed the shaft separation.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation/detachment was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.